Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue and failure to activate could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of mechanical issue and failure to activate cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to the device was not working properly as the pump would not activate the device. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. Following the surgery the patient was recovering well. All components were working properly after surgery.